Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump screen was turning multi-colored; black ink spread throughout the screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the black smudges on the screen. The customer was unable to read the display well. The customer was advised to disconnect from the insulin pump and revert to a medically prescribed back-up plan. The insulin pump has not been returned for analysis.